Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an unrelated surgical procedure for which the ipg was set to surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue and the ipg was confirmed to be inoperable. The next course of action has not been determined at this time.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Effective therapy was restored post-op.